Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of the transfer set was "idled" and could not connect to the titanium adapter. This was observed during set-up for peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information :the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing, clamp function testing and integrity testing (connection between patient adaptor and in lab titanium) were performed with no issues noted. The reported problem was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.